Event description:
Cracked implant. Had been thrown away during the procedure.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with the reported event was not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary.